Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: did the event occur during sterile processing? Unknown, did the event occur during field inspection? Unknown, did the event occur during internal service activities such as calibration? Unknown, patient status/ outcome / consequences: no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study: unknown. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. -where was the foreign material found? (Inside the sterile barrier or outside of the sterile barrier?) -are there any photos of the foreign matter available? -is it possible that the foreign material fell into packaging upon opening of device? -was the product seal on the foil still intact when the package was opened? -will the device be returned for evaluation? If yes please return all relevant packaging material. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2025 and topical skin adhesive was used. When opened it to use, the surgeon found obvious black spots on the mesh and paper. He suspected it was moldy, so couldn't use it. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9. H3 evaluation: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the sample was returned inside it's original packaging opened. Upon visual inspection of the mesh, was confirmed to have stains on it. No conclusion could be reached as to what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.